Event description:
During a coronary stenting treatment procedure, the stent of the liberte's bare monorail 8/3.0 mm stent delivery system embolized. The pt later suffered ventricular fibrillation and subsequent death. The lesion being treated was a moderately calcified, 70% stenotic lesion located after the root of the first diagonal branch in the left anterior descending coronary artery. The physician used a 6f introducer sheath for right femoral vascular access and a 6f medtronic jl4 guide catheter and a 0.014" guidewire to cross the lesion. He performed progressive predilatation with 1.5 and 2.0 mm balloons, but was unable to deliver the liberte's bare monorail 8/3.0 mm stent to the target site. It was subsequently predilated with a 3.0/12 mm balloon, achieving complete expansion of the balloon. The proximal segment was also dilated at low atms to allow the passage of the prosthesis. A second attempt to cross the lesion with the liberte's bare monorail 8/3.0 mm stent was also unsuccessful. When attempting to retrieve the delivery system, it could not be retracted into the guide catheter. Additional force was applied to the device and successful retrieval of the stent delivery system was achieved, but it was discovered that the stent was not retrieved. It was reported that the pt later suffered angina and venticular fibrillation while waiting for a revascularization surgery and died four days later.